Event description:
Caller reported a potential false positive troponin (tni) versus the lab analyzer on the centaur siemens. Whole blood, edta sample was used for testing on the triage cardiac panel and result was 0.31 for tni. Tni cut-off used for triage is 0.05. Patient went to the emergency department and lab result was negative for tni. However, no specific value and no cut-off-range were provided. No patient information was provided.

Manufacturer narrative:
Investigation pending.